Event description:
It was reported that a clearlink solution set disconnected at the luer lock. This occurred during infusion ¿when the doctor attempted to push propofol¿ through the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.